Manufacturer narrative:
Visual inspection of the blower assembly and the motor controller (mc) pcba revealed no evidence of damage or contamination. The motor controller (mc) pcba and blower assembly was tested and no failures were identified. The 1122 error code could not be duplicated.

Manufacturer narrative:
.

Event description:
The customer reported that the ventilator had a blower temperature high occurrence. The customer reported there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the complaint. The fse replaced the blower and motor controller board to address the reported problem.